Event description:
This 64-year-old female had bilateral silicone gel breast implants placed several years ago. In 8/94 a mammogram showed the appearance of a possible periprosthetic capsular leak. She has hard capsules on both sides. The MFR of the implants is not known to this reporting facility as they were implanted at another facility. Gross exam: both implants are ruptured. The capsules demonstrate fibrosis, calcification and marked foreign body chronic inflammatory reaction.